Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented with their device disabled and with error 6 - not delivering output current. The doctor exited and interrogated again, changed parameters to what they were before, and performed diagnostics showing lead impedance was ok and no other errors were seen. A review of device history records showed that both the generator passed quality control and was sterilized inspection prior to distribution. Further analysis was performed confirming that the gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets. No surgical intervention has occurred to date. No additional relevant information has been received to date.